Event description:
The hospital reported an issue encountered with the mps delivery set during use. The perfusionist reported the delivery set leaked during use. The report stated that she noticed blood leaking from beneath the door, opened it and observed a leak of about 100ml blood. The leak appeared to be where the bags converge to go into the heat exchanger. It was near the end of the case, she did not change the disposable. The delivery set was returned to the manufacturer for analysis. There were no patient complications reported as a result of the alleged event.

Manufacturer narrative:
A pinhole leak was detected at the center port on the neck area/top of blood and crystalloid pouch. The complaint condition was confirmed. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.